Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was cassette sensor error. There was no patient involvement.

Manufacturer narrative:
D3 - mfg establishment name- corrected. D9 - date returned to mfg: 5/29/2025. The suspected device was returned for evaluation. Review of the event history log (ehl) showed cassette not attached properly alarm. The device was visually inspected and a delaminated downstream occlusion seal was noted. A functional test was performed and the reported issue was not duplicated. The cause of the reported issue was unknown. As a result, the downstream occlusion seal and upstream occlusion seal were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period. The device passed all functional testing after repair and was returned to the customer.